Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's mother stated that prior to the event, the customer had felt ill earlier in the day and that it had become worse by the afternoon. The customer's mother also stated that during the hospitalization, the customer's two blood glucose meters read that his blood glucose was between 12 and 16 mmol/l but that the hosp blood glucose meter showed his blood glucose levels to be over 28 mmol/l. The customer's mother then stated that following the event, the customer's blood glucose started elevating and that adjusting his basal rates and changing out his infusion set and reservoir was not having any effect. The customer's mother further stated that the customer's blood glucose levels elevated over 28 mmol/l again. Troubleshooting was performed and the insulin pump passed the self test, fixed prime, and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.